Event description:
It was reported that noise was found on both the right atrial (ra) and right ventricular (rv) leads. Both leads were capped and replaced during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076-58 implantable pacing lead 2001-(B)(6); s603 competitor implantable pulse generator (ipg) 2001-(B)(6); (B)(4) tissue valve 2007-(B)(6). (B)(4).